Manufacturer narrative:
Device not returned for analysis.

Event description:
It was reported the patient contacted the bsc complaint call center and reported that he had his inflatable penile prosthesis (ipp) implanted on (B)(6) and was removed in the ER on a later date. He stated that the physician did take out the stitches 4 weeks after surgery, and he started to use his device to test it and "pump it up." It was explained that when the he tested the device, the device would not pump up and was not "strong enough". The patient noted that he had what looks like blood and liquid coming from his surgical incision. Later, the device started to protrude out of the skin and "show a bump at the patient's stomach and then the unit and the hoses of the unit broke through the patient's skin." This prompted the patient to visit the ER where this ipp device was removed. This patient also reported pain associated with this event.